Event description:
It was reported that "the sales rep visited the hospital to get the defective product as he received a call from the (customer). The sales rep confirmed the situation of the event that right after they opened the tool bur and started using, it got broken off. The bur was not being reused. The actual bur was handed to the (customer's) person from the or chief nurse and they requested the salesrep to make a complaint report. The sales rep will provide details tomorrow or after since at this point the name of the doctor who used the tool is remaining unknown, and the nurse in charge is absent." Type pf operation: craniotomy, tenting. No patient impact reported. On follow-up, it was reported that the tool broke while placing holes for tack-up sutures of the dura matter.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was broken between the flute exit and proximal shoulder. The tool broke cleanly; no pieces were missing from the fracture. The fracture was planar and perpendicular to the shaft axis, and there were no indications of high temperatures or abnormalities around the fracture face. The shape of the fracture is consistent with a bending break, and the fracture site is away from the maximum stress points from tip loading. The likely cause of failure is that side load was applied while the tool was inserted just before the fracture site. Because of the thinness of the tool stem, a tilt of less than 5° would cause a fracture. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).